Event description:
It was reported that during a follow up in clinic, high defibrillation impedance was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was performed and no anomalies were observed. Abbott technical support was contacted and the rv lead was capped and replaced. The patient was in stable condition.